Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. 30.09.2025 15:23:25 cet (5020981). The material number has been updated, which is reflected in this follow up report.